Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt occasionally experiences overstimulation when the plus key is pressed only one time. The pt was sent a replacement programmer to help resolve the issue. No further info is available at this time.